Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. (B)(4).

Event description:
Same case as: 2134265-2015-09403. It was reported that the burr became stuck on wire and in the lesion. The target lesion was located in the moderately calcified and moderately tortuous mid left anterior descending artery(lad). A 1.50mm rotalink¿ plus and a 330cm rotawire¿ were used and advanced to treat the target lesion. During the procedure, a 330cm rotawire¿ was crossed in the target lesion. While pushing the burr, it was noted that the burr got stuck in the calcified part of artery and repeated effort could not pull it back. It was also observed that the burr became stuck on the wire. Then, a guidezilla¿ was used to reach near the target lesion. However, the guidezilla¿ was noted to be kinked and had to be taken back. After a prolonged effort, cardiothorasic and vascular surgery(ctvs) was performed to remove the devices out of the patient's body. During surgery, the burr that became stuck in the lesion was cut and the remaining part of the device and the wire were removed through radial puncture route. No further patient complications and the patient is doing well.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The catheter coil was returned for this device, no housing was returned to reveal the batch number. The coil was returned broken, and one fragment had a guidewire running through the device. The catheter burr was broken from the distal coil. The annulus of the burr was examined and no issues were noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as: 2134265-2015-09403. It was reported that the burr became stuck on wire and in the lesion. The target lesion was located in the moderately calcified and moderately tortuous mid left anterior descending artery(lad). A 1.50mm rotalink¿ plus and a 330cm rotawire¿ were used and advanced to treat the target lesion. During the procedure, a 330cm rotawire¿ was crossed in the target lesion. While pushing the burr, it was noted that the burr got stuck in the calcified part of artery and repeated effort could not pull it back. It was also observed that the burr became stuck on the wire. Then, a guidezilla¿ was used to reach near the target lesion. However, the guidezilla¿ was noted to be kinked and had to be taken back. After a prolonged effort, cardiothoracic and vascular surgery(ctvs) was performed to remove the devices out of the patient's body. During surgery, the burr that became stuck in the lesion was cut and the remaining part of the device and the wire were removed through radial puncture route. No further patient complications and the patient is doing well.